Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a hole in the tubing of a homechoice cassette was reported and is known to cause this alarm. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during drain three of five. The patient was connected at the time of the alarm. The patient stated that there was hole in the patient line tubing. The patient also stated that there were no pets but saw a rat a few days ago. The renal therapy service agent (rtsa) had the patient cycle power on the homechoice. The rtsa assisted the patient in proper disconnect procedures. The rtsa reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.